Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for the call was the patient mentioned they were not using their spinal cord stimulator because the implanted neurostimulators had been causing them pain since about a month ago. Pt said they had lost weight and the ins had changed and sits differently. Pt said they used to get excellent connection, but now can only get good. Patient now needed an MRI, but the MRI facility told the patient they needed to charge their implanted neurostimulator before the MRI. During the call, the patient had a good connection with their implanted device and the ins charge was low. Agent reviewed meaning of battery light colors and charging expectations with the patient. The patient was redirected to their healthcare provider to further address the issue.